Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. The device image analysis indicated hardware reset has occurred consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. The backup condition reoccurred during the analysis. The device was cut open for further testing. After a power reset, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced again.

Event description:
During device preparation, the device was found in back up mode. The device was not selected for implant. No patient was involved.